Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns against using the instrument if any defects of the stent are noted.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a lesion (90 percent stenosis degree) in the rca. During unpacking it was noticed that the stent was a little bit deformed at its distal edge. However, the stent was introduced inside the patients body and got caught at the guide plus ostial part and a bigger deformation was noted. Thus it was removed and another stent was used.